Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no visible damage. The issue occurred while attempting to clip the common bile duct. The type of clip used was a large hem-o-lok clip. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The event occurred on the first clip application. The issue was resolved by obtaining a new clip applier.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have a broken input disk. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.